Event description:
A malfunction occurred with the customer's pump, identified by malfunction code 16. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to revert to multiple daily injections as a backup therapy while a replacement pump was sent. The customer was also instructed on how to put the malfunctioning pump into storage mode and was asked to return the faulty pump within ten days. Customer acknowledged understanding all instructions provided by technical support.